Manufacturer narrative:
Complaint (B)(4): the date of the event could not be obtained from the customer. Samples were provided. However, the investigation of the samples and other information is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states tubes are underfilling. Mostly straight needles or syringes are used for draw. If sbc is used (rarely), discard tube is used. Phlebotomists know to hold tube to avoid kickback. Tubes are not underfilling by much, but enough that the instrument rejects it. This would also change the exact ratio. Multiple phlebotomists and non-lab employees experience the underfilling. Instrument in use has been requested. Pictures provided by customer do not show underfilling.

Manufacturer narrative:
Received 1rk and 48pc 454322/b200735b for evaluation. Received customer pictures. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated. Corrected data: h3: samples received; h6 type of investigation, investigation findings, investigation conclusions; h10: manufacturer narrative.